Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of analysis, IFU and fmeas, the most probable root cause is implant loosening possibly due to a microfracture.

Event description:
The patient had si joint arthrodesis around (B)(6) 2019 where three implants were installed. The patient reported si joint pain symptoms following the procedure. The surgeon later determined that the caudal positioned implant may have been loose due to a microfracture in the bone around the implant. In (B)(6) 2020, the surgeon performed a revision surgery where he removed the caudal positioned implant using chisel and filled the explant void with bone graft. No other medical procedure was performed to treat the microfracture. No other preexisting implants were adjusted or removed. The patient's pain symptoms resolved following the revision procedure.